Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas 4000 c311 stand-alone system. The initial results were reported to the physician. The reporter stated they had ion-selective electrode (ise) noise errors and had to correct reports. The patient samples were rerun because they have a laboratory practice of performing a "24-hour look back" whenever the quality controls (qcs) go out of range. The reporter was able to provide one patient sample with discrepant results: the initial na result was 148 mmol/l. The repeat result was 154 mmol/l. The initial k result was 4.8 mmol/l. The repeat result was 6.1 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and found an issue with the sipper. He then adjusted the sipper height which resolved the issue. Calibrations and qcs were performed with successful results. The investigation reviewed the last calibration performed on 14-aug-2023; the results were within specifications. The investigation reviewed the qc recovery surrounding the event. The results appeared erratic but were within the specified ranges on the date of the event. There was no indication of a performance issue with the reagent. The investigation reviewed the customer's handling of patient samples. The centrifugation settings were 4500 rpm for 5 minutes. The investigation determined that the centrifugation time may be too short as per the tube manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.